Manufacturer narrative:
Distributor performed evaluation and any necessary correction.

Event description:
It was reported by the distributor that the bed scale had not been zeroed properly, potentially resulting in an inaccurate scale. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Distributor performed evaluation and any necessary correction.

Event description:
It was reported by the distributor that the bed scale had not been zeroed properly, potentially resulting in an inaccurate scale. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.